Event description:
Hemocue (B)(4) has rec'd two complaints concerning that hemocue hb 201 was measuring higher than expected, complaints were rec'd (B)(6) 2013. No pt impact was reported an no measurement results from the hb 201 system or comparative method were provided by the customers. At this point, no MDR was needed based on initial risk assessment performed on info from customers. During internal investigation of the complaints it was found that the higher measurements was due to deformation of the lid of the vial where the microcuvettes are stored. This could potentially lead to incorrectly high measurement results when analyzing highly reduced blood. The deviation in measurement could be up to +1.1 g/dl at a hb level of 8 g/dl, according to the internal investigation. The investigation was finalized (B)(6) 2013 and it was based on the results from investigation the MDR reporting was decided. According to the risk assessment and clinical impact analysis, an incorrect measurement as described above could potentially lead to a missed medical intervention, i.e. A blood transfusion when necessary. However, it is highly unlikely to occur since it only affects venous blood samples with extremely low oxygenated hemoglobin. It is rare that a blood transfusion is initiated based on a single point-of-care hemoglobin measurement result, but it could occur in surgery room on pts with massive bleeding.

Manufacturer narrative:
A root cause investigation of the deformation of the lid on the identified units is ongoing. Eval summary: problem definition for investigation (customer complaint): the hemocue hb (B)(4) measurement results were higher than expected when tested with a microcuvettes from the vial. The customer found that the lid was deformed. Investigation: review of batch documentation (DHR): no deviations found. Results from investigation (production): the damage probably occurred when the lid was mounted on the vial. Results from the investigation (product support system): the inner part of the lid is partly deformed. Conclusion: the higher measurement results are probably due to the deformation of the lid of the vial. Root cause investigation is handled within a CAPA.